Manufacturer narrative:
Updated: b1, b2, b5, d4, d6b, h4, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 17 days following the implant of a transcatheter aortic valve, the patient died due to an unspecified vascular complication and heart failure. Additional information was received that there was calcification protruding into the lumen at the sinotubular junction (stj), and since the sinus of valsalva (sov) diameter did not meet the 26 mm standard, a 23 mm valve was selected. Facility circumstances impacted the model balloon used. A pre-implant balloon dilation was attempted with an 18 mm non-medtronic balloon, but it slipped twice. After the third expansion, severe aortic regurgitation and mitral regurgitation occurred with hypotension. Blood pressure stabilized after inserting extracorporeal membrane oxygenation (ECMO), and the procedure proceeded to valve placement. The delivery catheter system (dcs) passed through without catching on the stj calcification. On the first deployment, the valve was at 3 mm on the non-coronary cusp (ncc) and left coronary cusp (lcc). Since there was no block, full release was performed. After valve placement, blood pressure remained stable. Although the valve expanded elliptically due to being pressed by the stj calcification, there was almost no pressure gradient. Paravalvular leak (pvl) remained mild-moderate, but since it improved compared to pre-op, no post-implant balloon dilation was performed. ECMO was weaned, and an intra-aortic balloon pump (iabp) and catheter were inserted to finish the procedure. No findings were observed on postoperative computed tomography (CT) imaging.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 17 days following the implant of a transcatheter aortic valve, the patient died due to an unspecified vascular complication and heart failure.